Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in the united states. Through follow up communications, livanova field service engineer confirmed that the event was related to the stirrer motor, patient circuit. Reportedly, it was completely seized. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler displayed alarm e07 (meaning pump is blocked or too slow) during procedure. There is no report of any patient injury.